Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were intermittent inaccuracies between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. Reportedly, the customer could not recall two sets of cgm and bg values. Reportedly, a third cgm bg reading was below 40 mg/dl, and the meter bg reading was 135 mg/dl. No additional patient or event information was available. A root cause could not be determined. Three replacement sensors were sent to the customer.